Event description:
It was reported the pt is experiencing pain / tenderness which starts at the ipg site and travels up his back. F/u identified the pt met with the physician and was given an injection close to the ipg site to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.